Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
On or about (B)(6) 2022, plaintiff underwent placement of an angiodynamics xecla non-valved injectable port catheter device, with model number ct80lpbonfv, and lot number 5734480. The device was implanted by dr. (B)(6), (B)(6) medical center in (B)(6), for chemotherapy administration to treat plaintiff's breast cancer. On or about (B)(6) 2023, plaintiff presented to the (B)(6) medical center, (B)(6), for a nonfunctioning port catheter. The providers note that the catheter had retracted and curled around within the right chest. On or about (B)(6), the port was removed by dr. (B)(6) at (B)(6) medical center, (B)(6).